Event description:
Device malfunction: none. Time of symptoms/ae: during vessel closure. Symptoms/ae: pain, numbness, hyperesthesia, black nodule. It was reported that a physician trained in the use of the perclose a-t device achieved arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, during needle insertion for initial vessel access, pain developed. "The access site did not bleed at the time of closure or afterwards, it just continued to weep", and a "black nodule developed at the access site". When the anesthetic wore off, pain continued and, "hyperesthesia of the left labia with general numbness in the groin", were reported. No intervention was performed. There were no reported adverse pt sequelae. No additional information was provided.

Manufacturer narrative:
(Hyperesthesia of the left labia and black nodule). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.